Event description:
Patient was revised to address loosening of the stem, suspected infection, and suspected reaction to metal-on-metal. Update - (B)(4) 2012- litigation papers received. In addition to what was previously reported, it is now alleged that the patient suffers from pain, inflammation, discomfort, and difficulty ambulating. The doi was also provided - (B)(6) 2011. There is no new additional information that would affect the investigation. Update: (B)(4) 2013 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.